Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, b6, b7, d4 (version or model #), d10, g4, g7, h2, h3, h6 (type of investigation, component codes, health effect ¿ impact codes), h10, h11 corrected field: g1 (contact person ¿ mfg site). Testing of actual/suspected device(10): during the repair of the device, the field service engineer's (fse) found that the power management pcb failed and replaced it to repair the unit. The fse manager reported that the pcb component might no longer be available to be returned for evaluation by the national repair center (nrc) as the holding period has since passed. A supplemental report will be submitted upon completion of our investigation. H3 other text : not returned to manufacturer.

Manufacturer narrative:
The getinge service territory manager (stm) that encountered the issue informed us that received a new part and stm will be returning the failed part. More than three (3) gfe attempts were performed to obtain additional information and no response was provided, the complaint will be closed and, if new information and/or devices are available, the file will be reopened and updated.

Event description:
N/a.

Manufacturer narrative:
On december 14, 2020 clarification was received that this is a reportable event. A supplemental report will be submitted if additional information is made available. (B)(6).

Event description:
It was reported by a getinge service territory manager (stm) that during scheduled repair service on the cardiosave intra-aortic balloon pump (iabp), an out of box failure of the power management board repair part was discovered. There was no patient involvement, and no adverse event reported.